Event description:
It was reported that the x8-2t transducer had a crack in the seam of the sheath. The transducer was associated with the epiq cvx ultrasound system at the customer¿s site. The issue was discovered outside of clinical use and there was no patient or user harm associated with this event. The field service engineer has begun the transducer replacement process to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.